Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. Furthermore, twiddler syndrome was suspected, but the exact cause was unknown. This pacemaker was explanted. No additional adverse patient effects were reported.